Manufacturer narrative:
Although no product was returned, a review of images provided by the complainant revealed the stent wires had perforated the outer sheath, and that the handle was broken. The most probable root cause of this issue is operational context. A review of the device history record (DHR) could not be performed due to the unknown lot number. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a stenting procedure within the pancreas on (B)(6), 2011. According to the complainant, the physician was unable to deploy stent; the handle was not able to be actuated. The physician used another wallstent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results. Although the device was not returned for evaluation, a review of images provided by the complainant revealed that the stent wires had perforated the outer sheath, and that the handle was broken.